Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 14-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via (B)(6) regarding a patient who was receiving an baclofen (drug otherwise unspecified) of an unspecified concentration at an unspecified dose rate via an implantable pump for spinal cord injury/disease and intractable spasticity. It was reported that the patient had a history of upper thoracic and lower cervical spinal injury during a car accident dating back to (B)(6) 2009. The patient also had an avm complicating matters. The patient had motor incomplete paraplegia and developed over time to severe intractable spasticity which required an intrathecal baclofen pump placement in the past. The patient had a baclofen pump placed initially in 2011. Past medical history also included spinal cord injury to c4-c8 secondary to mva, depression, seizures, migraines, baclofen pump, and hyperlipidemia. The patient also had a history of mild neurogenic bowel and bladder dysfunction, gait abnormality impairments in balance, history of depression, history of seizure disorder, and migraines. Clinically the patient was a t3 motor incomplete (asia impairment scale d) paraplegia with severe intractable spasticity, status intrathecal baclofen pump replacement. The replacement was noted as having been due to a dislodged catheter on (B)(6) 2016. Refer also to MFR report # 3004209178-2020-03213 regarding a subsequent event. No further patient complications have been reported as a result of this event.